Manufacturer narrative:
H11 manufacturer narrative: the device was not returned for evaluation, as it was discarded. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification from germany that during implantation of an annuloplasty ring, the endoreturn introducer, model er23b became accidentally dislodged from the right femoral arterial access site while the edwards intraclude catheter, model icf100 was already inserted within the y-shaped cannula. The endoreturn cannula was initially inserted percutaneously into the right femoral artery and secured using sutures. The endoreturn cannula and intraclude system had been in use for approximately 30 minutes prior to the dislodgement, during which surgical preparation in the chest was completed. Subsequently, the intraclude balloon was advanced within the cannula. At the time of the dislodgement, the intraclude balloon was not inflated, and the clamp lock of the icf100 was reported to be mildly open to allow balloon movement. No active manipulation of the icf100 was ongoing at that time, aside from advancing the balloon toward the ascending aorta. The cannula was held in the surgeon's left hand, while the balloon catheter was held in the right hand. The endoreturn cannula dislodged, resulting in significant groin bleeding. Emergent vascular surgical intervention was required, including reconstruction of the affected vessel using a bovine pericardial patch graft. Arterial access was subsequently re-established via cannulation of the contralateral femoral artery using a second endoreturn device, and the same intraclude catheter was reused. The dislodgement was reported to be related to the short length of the arterial y-shaped cannula in relation to the long distance to the vessel in a large patient; no device malfunction was observed prior to use. The event was classified by the customer, as severe in intensity. Following intervention, perfusion of both lower extremities was reported to be good. After decannulation, the patient was noted to have left-sided hemiparesis. An immediate postoperative computed tomography scan demonstrated a borderzone infarction involving the anterior and middle cerebral artery territories, with no evidence of vessel occlusion. Per customer clinical assessment, a causal relationship to the edwards intraclude catheter could not be excluded. Clinical management included immediate CT imaging, neurological consultation, initiation of physiotherapy, hypertensive resuscitative therapy per neurology recommendation, and administration of acetylsalicylic acid for anticoagulation. Postoperatively, the surgical wound developed a wound-healing disorder requiring surgical re-exploration. Bacterial cultures were positive for escherichia coli and prevotella bivia. The wound was managed with vacuum-assisted closure (vac) therapy, with dressing changes performed twice weekly. The wound was reported to be improving, and the patient was later discharged to a rehabilitation facility.